Event description:
The hcp provided telemetry data from f/u visits. Readings obtained in 2007, showed impedances >2000 ohms, c/0 and 8, c/1 1071 and 14, c/2 1071 and 14, c/3>2000 ohms and 10, 0/1>2000 and 9, 02>2000 and 10, 0/3 >2000 ohms and 8, 1/2, 1/2 >50 and 231, 1/3 1373 and 13ua and 2/3 1405 and 12ua. Therapy impedance was >2000 ohms and 24ua. In 2007, system interrogation revealed impedance values of >2000 ohms for c/0 >2000 and 7, c/1 >2000 ohms and 8, c/2>2000 and 9, c/3>2000 and 9, 0/1 >2000 and 9, 0/2 >2000 and 9, 1/2 1672 and 11, 1/3 1695 and 11, 2/3 >50 180. Therapy impedance in 2007, had been >2000 ohms and 24ua. At f/u in 2008, there had been some progression of tremor symptoms. System interrogation had revealed high impedance readings on all or some of the unipolar pairs, and impedance was less than 250 ohms. Data provided showed c/0 >2000 and 7ua, c/1 >2000 and 8ua, c/2 >2000 and 9ua, c/3 >2000 and 8ua, 0/1 >2000 and 10, 0/2 >2000 and 9, 0/3 > 2000 and 8, 1/2 1577 and 12, 1/3 >2000 and 10, 2/3 1065 and 14ua. Therapy impedance readings were >2000 and 27ua. The battery measured 3.69v, there were no changes made to system settings. Chronic settings of 3+, 0-3.5v, 90pw and 185, were reported. The hcp reported on 03/20/2008, the pt was receiving adequate therapy benefit with no current product problem noted. The pt symptom had been deemed related to disease progression. Interrogation of the device (exact date was not provided), had revealed that the battery was stable and the circuitry had appeared acceptable. The pt's condition had been good.

Manufacturer narrative:
.